Manufacturer narrative:
Correction: e1. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The phenomenon of "main lamp did not ignite" was surmised to have occurred due to a faulty power unit; it was not possible to assume the cause of the faulty power unit. The phenomenon of "the lamp did not ignite" was also surmised to have occurred due to a faulty ignitor; it was not possible to assume the cause of the faulty ignitor. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the lamp did not light. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the lamp did not light due to failure of the power unit and igniter failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.